Manufacturer narrative:
The devices associated with this report were not returned. Per the initial reporting, patient x-rays are not available for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
(B)(4). Added: expiration/UDI, patient,device.

Event description:
Ppf alleges elevated metal ions, metal wear and metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.